Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" was deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper was found to be disfigured in the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 09jun2023. H6: investigation summary: a complaint lot history check was performed on lot # 2108904 for stopper damaged. This is the 2nd related complaint for stopper damaged on lot # 2108904. Investigation summary: the customer returned (1) 0.3ml 29 ga syringe, reporting damaged stopper. The returned sample was visually examined and observed deformation on the stopper. Based on the sample received, embecta was able to confirm the reported failure. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 2108904 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [201018399] noted that did not pertain to the complaint. Confirmed: based on the sample received, embecta was able to duplicate or confirm the customer indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" was deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper was found to be disfigured in the barrel.